Event description:
It was reported that prior to the case, when opening the packaging, the trocar was bent. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
.